Manufacturer narrative:
No product is being returned for eval but lot# is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy. "While the laparoscopic clip applier was being utilized during a surgical intervention, the clips within the device were doubling and coming out sideways." Pt status: fine.